Manufacturer narrative:
Additional information - this emdr is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: based on the available information, this event is deemed to be a reportable malfunction. Complaint code: foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc). Region: philippines. Product / sap: 1703946 aquacel foam adh 21x21 (1x5pk) nai. Lot: 4k02174. Date of manufacture: 18oct2024. Sterilisation: sterigenics wo: (B)(4) 23oct2024. Batch size: (B)(4) secondary packs (B)(4) primary units). Record in database was received from philippines reporting; distributor has reported 2 pieces dressing with colored dot for material: 1703946, batch: 4k02174. The lot was manufactured on 18oct2024 and sterilized under sterigenics wo: (B)(4) 23oct2024. 02 primary units impacted from (B)(4) secondary units (B)(4) primary). Three photographs were provided by the complainant to demonstrate the reported marks/contamination on 2 primary packs. The image shows dark surface marks on the pink pu side of the foam dressing. No physical sample has been received. The complaint had a valid lot number and had therefore been processed as a type 2 complaint with no physical sample, in accordance with work instructions (wi). Should a sample be received, the complaint investigation will be re-opened and evaluated accordingly the complaint was confirmed based on the photographic evidence supplied. The absence of a physical sample further restricts the ability to conduct a detailed hands-on examination. Without higher-resolution images or physical samples, the depth of investigation was restricted, and a definitive root cause cannot be fully established. The assessment was therefore based solely on the limited photographic evidence available. A full batch record review was completed for lot: 4k02174. All qc inspections and final release activities were recorded as acceptable. No material-related or contamination-related issues were documented. Good manufacturing practice (gmp) compliance records confirm appropriate gowning, environmental monitoring, and adherence to defined procedures during the production period. No non-conformance raised during the production order of (B)(4). A batch-specific trend review was performed for batch: 4k02174. No additional complaints have been identified for this batch. There was no evidence of batch-specific recurrence or clustering of similar defects. A material-level trend review was conducted for aquacel foam adh 21x21 (1x5pk) nai covering the last 24 months. One additional complaint with the same malfunction code (foreign matter within product, sterile products) was identified: record in database - batch: 4h02029, raised 26 sep2025 - one dressing reported with colored dots on the dressing surface. No common contamination mechanism or manufacturing linkage had been identified the current complaint relates to two primary packs reported with contamination. The total batch size was (B)(4) secondary units (equivalent to (B)(4) primary units). Of these, (B)(4) secondary units were distributed from distribution centres, with no additional feedback on similar issues, and (B)(4) units remain in distribution center (dc) inventory without reported defects. Given the low occurrence rate (02 reported events out of (B)(4) distributed secondary units which equals to (B)(4) primary units), the complaint frequency remains low relative to the total distributed quantity. The available evidence does not suggest a systemic or batch-wide manufacturing issue. No other complaints have been raised for batch: 4k02174. The reported contamination involves 2 primary units within a single complaint, with no evidence of recurrence or clustering for this batch. A review of complaint trends identified one additional complaint for the same material (aquacel foam adh 21x21 (1x5pk) nai), record in database, relating to batch: 4h02029 (raised 26-sep-2025), where one dressing was reported with colored dots on the dressing surface. This event was isolated to a single unit and a different batch, with no temporal or batch linkage identified. Overall, trended complaint data indicates isolated, single-unit findings with no common root cause or evidence of a systemic failure mode. No additional similar complaints have been identified across distributed units. Based on the combined data set, the risk to product quality and patient safety remains minimal, and the events appear limited in scope. As per process instruction (pi) - general inspection, the required inspection level for contamination for a batch of this size was acceptable quality level (aql) 0.40, using an accept = 3 / reject = 4 sampling plan for a sample size of (B)(4) units. The appropriate inspection regime was applied at manufacture through routine in-process and end-of-line checks. The acceptable quality level (aql) sample taken did not exceed the rejection threshold. Across the full manufactured population of (B)(4) secondary packs (B)(4) primary units): batch record review, in-process inspections, and device history checks identified no deviations, no recurring issues, and no process-related trends. The observed defect rate (02 primary units out of (B)(4) primary packs approximately equivalent to (B)(4) remains below the notional 0.40% acceptable quality level (aql) limit, supporting that manufacturing inspection results remain within established acceptance criteria, with no indication of loss of process control no additional similar complaints have been identified across distributed units. Based on the combined data set, the risk to product quality and patient safety remains minimal, and the events appear limited in scope with no indication of a systemic failure mode. Based on work instruction (wi) risk assessment criteria, the event does not represent increased risk to patient safety, device performance, or regulatory compliance. In alignment with work instruction (wi), there was no evidence of a systemic failure mode, recurring defect signature, or risk escalation that would necessitate corrective action / preventive actions (CAPA). Therefore, corrective action / preventive actions (CAPA) was not required, and the complaint will continue to be monitored through routine post-market product monitoring and trend review processes. Three photographs were provided, and no physical sample was returned, the contamination mechanism cannot be conclusively determined. The dark spot observed in the images was consistent with several plausible sources of contamination, including: incidental transfer of pigmented material consistent with ink or dye-type contamination. Deposition of small airborne or process-generated particulates prior to packaging. Localized residue transfer from equipment surfaces; or introduction of foreign material post-manufacture during distribution or customer handling. Contamination present within subcomponent materials as received from external suppliers. Due to the limited evidence available, no single root cause can be confirmed. The dressings are inspected by operators, but as the foreign matter was of such a small size (approximately 0.10mm on the tappi chart indicated), this foreign matter may not have been readily detectable at validated inspection speeds previous complaints resulted in a historical corrective action / preventive actions (CAPA) record in database and formal investigation record in database to assess potential sources of contamination during the manufacture of dressings. That investigation concluded that the contamination originated from the foam raw material, which became contaminated during the supplier¿s processing activities. The findings and corrective actions from records in database were reviewed for applicability to the current complaint. No evidence was identified to indicate recurrence of the same contamination mechanism, and the affected batch: (4k02174) was manufactured after implementation of the corrective actions associated with record in database. There was no indication that the historical issue represents a related item or contributes to the current event. The batch remains within specification and acceptable quality limits. The issue was considered isolated, with no systemic recurrence identified. No corrective action / preventive actions (CAPA) was required. The complaint will be monitored through routine trending and the post market product monitoring review process (standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 1 of 2 e1: complainant street address: (B)(6) complainant country: philippines name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.

Event description:
The distributor reported that two pieces of dressings were found with colored dot. The product was not used. The photographs depicting the issue were received from the complainant.